Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2015 with the following findings: a review of the pump black box data showed a drastic voltage fluctuation on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture was found in the battery compartment and on the underside of the returned battery cap. The pump failed a leak test at the battery compartment. The pump was able to power on with the returned battery cap. The pump¿s current draws were found to be within specifications. The pump was connected to an external power supply and the battery indicator confirmed short battery life. The pump case was removed and no evidence of moisture ingress or loose components was found. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.